Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received fro evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up will be submitted.

Event description:
Medwatch form stated: the customer reported that the blue insulation on the jaws of the device left blue marks on the pt's tissue. No tissue damage. No pt injury.